Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 110 mg/dl. The customer performed a pump reset to address the issue. It was also reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.